Event description:
The co has received a report of a fire involving a rt110 breathing circuit, mr850 humidifier, mr290 chamber, rt020 filter, sv300 ventilator, phillips EKG leads, ballard closed suctioning, stryker ICU bed and an instrumentation industries breathing circuit hanger. The pt suffered burns to hair, scalp and left side of the body. The fire was put out with a fire extinguisher. There was fire damage to the vacuum line, EKG leads, and the breathing circuit (which was melted 1 foot from the pt end). At the time of the incident the pt was in critical condition in ICU and had been mechanically ventilated since 6/2005. The pt has been transferred to the burn unit.